Event description:
A report was received that the patient underwent a revision, during the procedure, it was determined that the patient¿s lead had a fracture. It was also reported that the patient had a non-device related fall. The lead and splitter were replaced. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient underwent a revision, during the procedure, it was determined that the patient¿s lead had a fracture. It was also reported that the patient had a non-device related fall. The lead and splitter were replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Manufacturer narrative:
Sc-2316-50 (sn (B)(4)) device evaluation indicated that the lead passed mechanical test performed. The complaint was confirmed. Visual inspection found that the lead body was fractured at the proximal end just before the retention sleeve. X-ray inspection found fractured cables at the bent/kinked location of the lead. High impedance readings were registered on contacts # 1, 3, 5 and 10. The broken cables are still contained inside the lead body. Sc-2316-50 (sn (B)(4)) sc-3400-30 (sn (B)(4)) as no anomalies or deviations were found during the complaint investigation site (cis) review, there is no reason to suspect a manufacturing defect as the source of the reported complaint.